Manufacturer narrative:
Analysis of the returned device identified: underweight and opening curved on posterior. A visual and microscopic analysis was performed which identified crease fold, wear abrasion and sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening.

Event description:
Health professional reported right side extra capsular rupture. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The affected location is the right breast.

Manufacturer narrative:
Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported rupture of an unknown side. Device remains implanted. This record is for the right side.